Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report high drain 105 alarm while on the homechoice (hc) machine during use, patient not connected. The caregiver (cg) stated that the alarm was not machine related as he had the machine swapped and the alarm continues to occur. The cg refused to swap the device. The cg would do therapy and notify the nurse. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not returned, therefore a device analysis cannot be completed. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Should additional relevant information become available, a supplemental report will be submitted.